Manufacturer narrative:
B5 additional information was added.. D4 model should of been left blank on the initial report that was submitted. Added primary UDI number as it was omitted from the initial report that was submitted. H6 added health effect - impact code due to new information that was received.

Event description:
Additional information was received. Tissue plasminogen activator was infused through the purge as per the medical doctor managing the patient. The intervention was successful. The device in not available for return as it was discarded during transplant.

Manufacturer narrative:
A4 added weight as it was not on the previously submitted reports.

Manufacturer narrative:
B1: added product problem, this was omitted in the initial in error. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary hemolysis/mechanical interaction with blood: the root cause of the hemolysis was not determined due to lack of sufficient clinical details, inconclusive evidence from the data logs, and unreturned product for further investigation. Fever: the root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
A 45-year-old female presented with chest pain. A diagnostic angiography showed no signs of obstructions, but the patient deteriorated further into cardiogenic shock so that an impella cp was placed that was shortly after escalated to an impella 5.5. After a week on support with the impella 5.5, the urine color was suggestive of hemolysis. The issue resolved within a short time. Hemolysis is consistent with known risks associated with impella cp as listed in the instructions for use. After 14 days of support, the site decided for an off-label local administration of thrombolytics without previous signs of purge malfunction. In the following, the patient showed several episodes of fever. After an off-label prolonged support of 32 days, the patient was successfully bridged to a heart transplantation.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.